Manufacturer narrative:
Date rec¿d by MFR: 21may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised that if the unit did get contaminated by the patient via the patient circuit all that can be done is to replace all internal patient airway path components. The customer stated the issue has been resolved. Multiple attempts were made to obtain information on the repair of this device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the unit has possible contamination. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.